Manufacturer narrative:
As reported, progel platinum cartridge broke during preparation. Review of the photos provided shows a progel platinum applicator that has been set up for use and one of the glass cartridges has broken. The spray tip is not locked into place to the application housing likely resulting in spray channels becoming clogged with the progel material. Based on the photos the glass likely broken due to excess forces applied to deploy the material causing the glass break. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample confirms a broken glass vial and backflow of the progel contents during use. As the device was received with a broken vial after setting up and use shows the root cause is that the spray tip was not fully attached to the applicator. This resulted in a tip clog which caused the backflow of the contents into the housing. Forces applied with a clogged tip resulted in the glass break found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the progel platinum surgical sealant was used during a wedge resection for lung cancer and the cartridge broke when attempting to spray the product. Another lung sealant was used to complete the case. There was no reported patient injury.

Manufacturer narrative:
As reported, progel platinum cartridge broke during preparation. Review of the photos provided shows a progel platinum applicator that has been set up for use and one of the glass cartridges has broken. The spray tip is not locked into place to the application housing likely resulting in spray channels becoming clogged with the progel material. Based on the photos the glass likely broken due to excess forces applied to deploy the material causing the glass break. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the progel platinum surgical sealant was used during a wedge resection for lung cancer and the cartridge broke when attempting to spray the product. Another lung sealant was used to complete the case. There was no reported patient injury.